Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a portion of the red plastic piece on the attune saw capture broke off during a knee replacement surgery. The red plastic piece which allows the saw capture to lock onto the 4-in-1 cutting block is no longer functioning properly due to the broken off piece.

Manufacturer narrative:
The device associated with this report were not returned, however review of the provided photograph confirms the reported event. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.